Event description:
It was reported that a patient was under infused with a clearlink solution set being used with an infusion pump. The patient was to receive 500ml of saline solution over a one hour period; however, after one hour only 400ml of solution had infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.